Event description:
It was reported that leakage of air from the product was frequently observed during the use of it in an operation. So the customer remove it from the patient and checked for leakage by submerging it in water. As a result, air leak was detected. No patient injury.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The root cause is unit became damaged after it left smiths medical facilities. DHR review was done, no issues related to the original complaint were found.